Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. One day after the event onset, the patient was hospitalized for the peritonitis event and started treatment with vancomycin injection (1g, every 5th day, ongoing) and fortum injection (1gm per day). On the following day, treatment with fortum was discontinued and the patient began treatment with amikacin injection (120 mg per day, ongoing) for this event. Eleven days after the event onset, the patient was discharged from the hospital and was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.